Event description:
The 12 mm trocar was assembled and handed to the physician who then inserted into the patient's abdomen. An external piece of the ring, which fits against all layers of the patient's tissue, broke off. The trocar was removed and replaced with another one, which functioned as intended.